Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550784, expiration date 12/31/2009).

Event description:
Customer reportedly received result of 40 mg/dl on inform system 1 and 143 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.